Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR report: 1627487-2015-01346. It was reported the patient was not receiving stimulation therapy from her scs system. Upon examination it was found one of the patient's lead wires had moved and was bulging under the skin. The physician explanted and replaced both of the patient's leads with new ones. Follow-up identified the patient's scs system was programmed and the reported issue has been resolved.